Event description:
Stryker sustainability solutions, harmonic ace shears, kept indicating to replace the device (new). The device was re-assembled by the scrubbed team member several times with the same message being displayed. A subsequent "like" device was utilized without issue. Reason for use: laparoscopic cholecystectomy.